Event description:
The customer reported that the unit failed with pressure sensors failure occurrence. The customer reported that the unit was not in use on patient. The customer reseated the data acquisition to motor controller cable and corrected the problem. The unit is now back in service.